Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation and skin infection requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 52-year-old male with newly diagnosed glioblastoma (gbm) started optune gio (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that he experienced redness and open sores on the scalp. The patient was prescribed a ten-day course of oral cephalexin and advised to temporarily discontinue optune gio therapy. In an available medical record, during a neuro-oncology follow up visit on (B)(6) 2026, the physician documented that the patient had an open wound and scalp irritation, with drainage secondary to optune device use. The physician prescribed cephalexin 500mg four times daily for ten days multiple attempts were made to contact the prescribing physician; however, no reply was received.